Event description:
It was reported that during the procedure, the console stopped working and its shutdown. There were no patient complications; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during the procedure, the console unexpectedly stopped working and shut down. There were no patient complications; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
E4 initial reporter also sent rep. To FDA: corrected. B5 describe event or problem: updated for clarification. The console or its components were not returned for analysis. However, a field service engineer (fse) serviced the console onsite. During functional testing, the fse identified issues with the circuit breaker in the operating room. Based on the analysis results and available information, the reported clinical observations were confirmed to be related to the infrastructure.